Event description:
Pt undergoing conscious sedation. Required an resusitation bag present in case of apnea, or respiratory arrest. The resuscitation bag oxygen supply tubing fell off, and was not able to be re-attached. Could not deliver oxygen to pt.